Event description:
The iab leaked during insertion. The iab was removed and another iab was inserted. Multiple event to customer complaint number 97-00085. The iab was not returned to co for eval. The iab was discarded by the facility. Event complications: unk-rpt'd 1/21/97. Pt's current status: unk-rpt'd 1/21/97.